Event description:
In 2001 the cryopreserved aortic valve and conduit in quesiton was implanted into a pt during aortic valve replacement secondary to critical aortic stenosis. Upon taking the pt off by-pass, a hole was discovered in the allograft near the coronary artery, which required additional surgical intervention to repair. According to the available event information, the repair was uncomplicated and the allograft remains implanted.